Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. It was noted that the returned device indicated a damaged grommet and a missing set screw.

Event description:
It was reported that during a revision of implant, the device setscrew was not able to be reinserted into the hole. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same/similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.